Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console was hang and an error message was displayed. The scheduled procedure was a cataract surgery. Patient harm were not reported. Additional information has been requested but none received till date.

Manufacturer narrative:
The company representative confirmed and replicated the reported system message (sm). A printed circuit board (pcb) was subsequently replaced to resolve the issue. However, the company representative (did not) confirm nor replicate the reported ¿system hang¿ issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the ¿sm¿ is attributed to a nonconforming pcb. How or when the part became nonconforming is inconclusive. For the reported ¿system hanging,¿ the system was found to have no problems related to the reported event. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).